Manufacturer narrative:
The "date of event" was not provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges driving chair and hit some kind of obstacle or curb which caused chair to flip over. Stated the tilt actuator broke as well as both actuators and mounts in the power afp.

Manufacturer narrative:
A product evaluation was conducted and user error was determined to be the likely cause of the event.

Event description:
Alleges driving chair and hit some kind of obstacle or curb which caused chair to flip over. Stated the tilt actuator broke as well as both actuators and mounts in the power afp.